Event description:
Meter name: basic, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: dizzy. A pt reportedly went to the emergency room. Their meter allegedly would only prompt message "insert strip". The last noted result on their meter was 381 mg/dl. There was no comparison. Treatment was insulin at the emergency room. No further info has been reported.